Manufacturer narrative:
The hill-rom technician found the bed exit not functioning due to the power cord was cut and unit would not power up properly and the load 2 beam cell was inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power cord and the load 2 beam cell to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit alarm is not functioning. The bed was located at the account in ccu. There was no patient/user injury reported. (B)(4).